Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that infection was observed on the device implant site. Patient was on immunosuppressive drugs for a kidney transplant procedure. There were no signs of vegetation on the rv lead. Device and lead was explanted. Patient was stable post procedure.